Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a healthcare provider reported that the patient was admitted for diabetic ketoacidosis. The patient was not wearing a pod at the time medical attention was sought. The patient was discharged and directed to initiate multiple daily insulin injections pending follow-up with an endocrinologist. Details regarding glucose levels, symptoms leading to the event, additional diagnoses, treatment provided, length of hospitalization, and discharge date are unable to be determined, as the patient was not reached after multiple good faith attempts. A supplemental report will be provided if additional information becomes available.